Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right atrial (ra) lead. Boston scientific technical services (ts) noted that the noise was consistent with oversensing of the minute ventilation (mv) sensor and recommended programming mv off. The patient had already left the clinic and thus the programming changes were not made. A note was left in the patient¿s chart and the mv sensor will be programmed off at the next scheduled follow up visit. No adverse patient effects were reported. The device remains in service.